Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016 the reporter contacted animas alleging the pump had lost power. Reportedly, there was evidence of moisture behind the display. It was reported that there was no damage to the battery cap or battery compartment. There was no allegation of an adverse event associated with this complaint. This complaint is being reported because the user may be unaware that the pump has lost power, leading to under delivery.

Manufacturer narrative:
Follow-up #1 date of submission 07/28/2016. Device evaluation: the pump has been returned and evaluated by product analysis on 07/07/2016 with the following findings: a review of the black box data showed an unexplained reboot on (B)(6) 2016. A visual inspection of the pump showed that the battery compartment and pump case were cracked. There was moisture visible behind the display. During testing, the pump emitted a motor error. The power complaint could not be fully tested due to this. The pump failed a leak test at the display lens. The pump cover was opened; evidence of moisture found internally inside cover, on display screen, on and under the transceiver printed circuit board, the main printed circuit board and on the motor flex.